Event description:
It was reported to philips that the device would not power up while on battery power. The customer requested that the device be returned for bench repair. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.